Event description:
It was reported that there was a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided instructions for a complete pump reset. After following the guidance, the customer successfully started their sensor session without the error code reappearing.